Event description:
It was reported that after the patient received radiation therapy, a device interrogation revealed that all of the diagnostic data was reset and erased. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed a diagnostics problem. In particular, file 667000 shows 23 parity errors in count log, on (B)(6) 2011 01:28:28.